Manufacturer narrative:
(B)(4) .

Event description:
It was reported that high, out of range, pacing lead impedance and no capture was observed. Lead testing was recommended. It was later informed that he patient expired and the death was unrelated to the device. Lead not returned.